Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 97 mg/dl, compared with the sensor glucose reading of 56 mg/dl. The threshold suspend limit was set to 70 mg/dl. The most recent blood glucose reading was 116 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.